Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that showed a shock equipment malfunction inop message and fails the op check for the defib test and the pacing test. The customer replaced the cables and the test load with no change. There was no reported patient involvement.